Event description:
The customer reported that the insulin pump alarmed no delivery during a bolus. Troubleshooting was performed. The customer stated that the device was alarming, and she was not able to clear the alarm. The customer removed the battery for five minutes and the insulin pump still had a frozen display. Advised the customer to let the device rests for two hours. The customer called back and stated that the insulin pump was still unresponsive. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.